Manufacturer narrative:
(B)(4). The customer reported that a telemetry pt signal was lost and staff did not receive any battery inops. The available info supports that staff were not immediately aware of the condition of the pt, which may have contributed to a delay. Based on initial info received, the central station is working properly and the transmitter was tested, by the customer, using a stimulator. The logs have been collected and sent to philips in (B)(4) for review and analysis. The initial report indicates that the telemetry pack sent a flatline waveform during the incident, so no "low battery" inop would be expected. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a telemetry pt signal was lost and staff did not receive any battery inops.